Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The software was updated. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).

Event description:
A nurse reported that there was no phacoemulsification during a cataract with intraocular lens implant procedure. The system was exchanged in order to complete the case. There was no harm to the pt.